Event description:
It was reported that the patient indicated that the "lead wire had moved" and that "they are broken". The patient stated that she was uncomfortable and that she could tell that the leads had moved locations. The patient had been saying this for "about a week or so". It was noted that the patient had turned the stimulation off and was no longer using the internal neurostimulator (ins). The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up reported, the patient had seen a new physician, but the physician was unknown at the time. The health care provider did know the patient was receiving some type of injection from the new physician and they were waiting to re-evaluate the patient's condition after the final round of injections. The patient had been getting effective therapy from the device for many years and then "something" happened, but they did not know what. The patient lost effect and was having a shocking and jolting sensation that made the patient turn their device off. The device at the time of the report was off and the patient had not had any further shocking and jolting. No further information was reported.

Manufacturer narrative:
Product ID: 749851, serial#: (B)(4), implanted: (B)(6) 1998; product type: extension, product ID: 7434-e, serial#: (B)(4), implanted: (B)(6) 1998; product type: programmer, patient, product ID: 3487a, lot#: l51465, implanted: (B)(6) 1998; product type: lead, product ID: 3487a, lot#: l51465, implanted: (B)(6) 1998; product type lead. (B)(4).

Manufacturer narrative:
(B)(4).